Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the pump was returned without the keypad cover. The contrast and up arrow keypad buttons were unresponsive. There was contamination observed under the ok and down arrow keypad button contacts. There was moisture corrosion under the contrast keypad button contact. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery cap was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. It was reported that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.